Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735740, serial/lot #: unknown. Analysis of the 9735740 found that there was no known failure. The behavior described was the intended behavior of the software. The headphones used on patient caused the images to be distorted around that area. The software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a procedure. It was reported that the site had issue with cranial navigation as some patient only have MRI scans and due to the headphones worn in the MRI the skin around the ear is being depressed causing inaccuracies with registering patients. It was reported that the site has only ever used mr scans for the navigation system and did not have any issues. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No known impact on patient outcome.